Event description:
It was reported that during a spinal procedure, the hose portion of the device became separated from the drill, hitting a surgical technician. Back-up equipment was used to complete the procedure as planned. There was no report of user or pt injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.